Event description:
The loaner core universal driver was returned to service with no customer complaints and it ran on it's own without activation during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
The handpiece will not be returned to the customer because it is a loaner device that does not belong to the customer.